Event description:
The diabetes clinical manager reported via phone call that the customer had a hospitalization due to diabetes ketoacidosis. The clinical manager stated the customer's house was destroyed by tornado and he ran out of insulin. Customer's blood glucose level at the time of the hospitalization was greater than 250 mg/dl. Manager states they were wearing the insulin pump when admitted to the hospital and is still being treated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.